Manufacturer narrative:
(B)(4). Concomitant medical products - cortical bone screw, cat#: 00234801835, lot#: ni. Customer has indicated that product will return to zimmer biomet for investigation. Upon receipt of further information, a supplemental medwatch will be filed.

Event description:
It was reported that a patient underwent orif surgery on an unknown date. During routine explantation for healed fracture, oxidation was found on the device. In addition, a screw head was reported to be worn. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the plate exhibits corrosion and discoloration. Dimension taken is with spec. The screw exhibits corrosion around head. Per sem analysis: eds semi-quantitative elemental analysis of the corrosion indication on plate sample showed that it consists of o, c, p, ca, and mg as foreign elements in the decreasing order of their weight percentages. Analysis of clean area on plate surface revealed that the plate material was consistent with 22-13-5 stainless steel. Device history record (DHR) of the plate was reviewed and no discrepancies relevant to the reported event were found. DHR of the screw was unable to be performed, as the lot number of the device is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02123, 03836. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.